Event description:
The facility representative reported that the device alarms at start up during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medicl intervention. No add'l info is available.